Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-33 lot# va136qy serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID 3889-33 lot# va118by serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient started experiencing the defective leads in (B)(6) 2017. They didn't know what caused the leads to become defective.

Manufacturer narrative:
Other applicable components are: product ID 3889-33 lot# va136qy, implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID 3889-33 lot# va118by, implanted: (B)(6) 2016 explanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's leads were replaced a day prior to the report because they were defective. Patient stated that the manufacturer's representative (rep) checked on of the leads before surgery and it was bad and the patient did not know when both leads were determined to be defective. It was noted that during the revision, there were no allegations of the system use issue. It was noted that the patient recovered completely. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.